Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection on the photograph was performed which observed a brown foreign matter was observed inside the primary packaging not touching the product. The reported problem was verified. The cause of the foreign matter was due to a packaging issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside the packaging of an unspecified amount of micro-volume syringe inlets. This event occurred before use. There was no patient involvement. No additional information is available.